Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). A getinge field service engineer (fse) spoke with customer over the phone. Biomed walked thru running the unit with a trainer and balloon and instrument performed with no errors. Biomed agreed and the unit was taken back to the unit to have them run the unit. The unit was used by cath lab. Unable to reproduce the code 16 the customer experienced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a fault #16 apd error. There was no harm reported.